Event description:
It was reported that during a cartridge change the user initially struggled to lock the connector into the pump, then successfully secured it and resumed insulin delivery after replacement of the cartridge. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy after the connector was secured and insulin delivery resumed. Investigation included customer troubleshooting and education. Investigation of this case revealed that the device functioned as intended after proper connection of a new cartridge. It was concluded that user difficulty during setup was due to a faulty cartridge.